Manufacturer narrative:
The visual inspection of the returned device shows that device was received with the die broken. Because the multifix s is a single use device, functional testing was not possible; therefore, the root cause of the reported failure was unable to be determined with certainty. Potential factors unrelated to the design or manufacture of the device, which could have contributed to the device failure include user not adhering to the instructions for use. The IFU cautions the user on the importance of aligning properly. IFU states: ¿use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a multifix s 5.5mm peek anchor, the anchor broke during implantation. The procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.